Event description:
In early 2008, computed tomography scan indicated that this patient has an abdominal aortic aneurysm that measured 5.8 cm. The following month, this patient underwent endovascular repair using gore excluder aaa endoprostheses. Four days later, computed tomography scan indicated that the aneurysm had increased in size to 6.8 cm. A month later, the patient was converted to surgical repair, due to aneurysm growth subsequent to a type ii endoloeak. There were 4 active lumbar arteries ligated during the surgical conversion. The patient is doing well. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are a result of patient anatomy and are not indicative of device failure. Available information does not indicate any evidence that the device contributed to the observed type ii endoleak.